Event description:
It was reported that during a coronary intervention with distal protection, a 4.0x23mm xience xpedition stent was advanced to the right coronary artery (rca) to saphenous vein graft. After stent implantation and post-dilatation, during removal of the non-abbott distal protection device (dpd), the dpd caught on the distal end of the implanted stent and upon forceful removal, the dpd explanted the implanted stent. The patient was re-wired and another xience xpedition was successfully used with good results. There was no reported adverse patient sequela and no reported clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition, xience xpedtion sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU) states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the reviewed information, no product deficiency was identified.